Event description:
It was reported that this patient had received four inappropriate shocks due to triple counting. The patient had arrived to the emergency room and it was determined that the patient's potassium levels were extremely high, which had an effect on his morphology. This resulted in triple counting, which subsequently resulted in inappropriate shocks. Patient was placed on dialysis for their potassium levels. No changes were made to this system at this time. No adverse events were reported.

Manufacturer narrative:
The device was later returned for analysis. The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
I was reported that this patient had received four inappropriate shocks due to triple counting. The patient had arrived to the emergency room and it was determined that the patient's potassium levels were extremely high, which had an effect on his morphology. This resulted in triple counting, which subsequently resulted in inappropriate shocks. Patient was placed on dialysis for their potassium levels. No changes were made to this system at this time. No adverse events were reported.